Event description:
Event description guidant received information that the local guidant representative was initially unable to interrogate this cardiac resynchronization therapy defibrillator (crt-d). When the rep finally was able to interrogate the device, a black screen with a fault code was exhibited.